Event description:
Time: blood glucose (mg/dl): bolus (units): on (B)(6) 2013: 7:01 am, 125, 0.65u. At 7:23 am, ate 30 carbs, 2.70u. At 4:52 pm, 335, 6.15u. At 7:17 pm, 194, 2.50u. At 8:04 pm, 291, 1.60u. At 11:30 pm, - removed pod - customer gave himself an injection of 4u. At 11:50 pm, 254. The customer stated that when the pod was removed, the cannula looked bent and kinked, and he could smell insulin. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm eh kinked/bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.